Event description:
Inserted intra aortic balloon (iabp) catheter and balloon leaked; removed and new one implanted and the newly placed balloon also leaked and was removed. Third attempt was successful. No adverse outcome to patient.